Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, color variation of the cap was seen with an unspecified number of tubes. The previous tubes were bluer green in color whereas current tubes were a pale yellow green. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: the information for the additional 510k is as follows: g.4. PMA/510(k)#: k954592. Investigation summary. Bd received 2 photos for investigation, and upon evaluation, no issues were identified. There is a variation in the color of the cap shield; however, the closure color is within the acceptable range for the product. Additionally, a total of 100 retained samples were visually inspected, with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode incorrect cap color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, color variation of the cap was seen with an unspecified number of tubes. The previous tubes were bluer green in color whereas current tubes were a pale-yellow green. No adverse impact was reported regarding the patient or user.